Manufacturer narrative:
The insulin pump was received with one button that had intermittent button response due to a corroded keypad trace. No frozen screen or ramping numbers on their own or scrolling bar anomalies were noted. The battery was inserted multiple times and all operating currents are within the specification. There were no unexpected low battery, battery out limit, or off no power alarms noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she experienced a keypad anomaly during a bolus attempt that led to a battery out limit alarm and a frozen display screen. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the frozen display. The customer was advised to observe the pump for a minute to see if time passed, and it did. Troubleshooting then was initiated for the keypad anomaly. The customer confirmed that the keys were unresponsive and that she did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.